Event description:
Patient self tester's son in law alleges "low" results with meter: date: (B)(6) 2010, inratio: 1.3. (B)(6) 2010, 1.5. (B)(6) 2010, 1.0.

Manufacturer narrative:
Investigation pending.